Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3006697299-2022-00101 and 3006697299-2022-00103. A facility reported that during use on a patient, the cusa excel 36khz straight handpiece (c2602) gave an error on the screen indicating that the tip was not working. The handpiece was assembled several times with different tips and still gave an error. They tried another handpiece and it worked perfectly. However, there was surgical delay of two (2) hours. No patient injury occurred.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and the following anomaly during the manufacture or packaging that could be associated with the complaint incident was observed: device failed due to scuff marks present on the rubber tubing; cosmetic issue deemed not related to complaint incident. Failure analysis - the investigation showed that the handpiece failed all the testing parameters. A new transducer, coliform, and housing assembly were replaced. The handpiece was re-tested and passed all tests per manufacturer's specification. Root cause analysis: the reported failure error on the screen, "tip was not working" was confirmed. The root cause was confirmed as defective transducer and coilform. . No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.